Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's nurse that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 24 mmol/l (432 mg/dl). Symptoms reported include hyperglycemia, vomiting, and feeling sick. The patient thought she had the flu. The personal diabetes manager (pdm) alerted an error message to change the pod. The patient removed the pod and did not apply a new one before bed. The patient reportedly went into coma and the ambulance was called. The patient was transported to the intensive care unit and was treated with intravenous fluids and insulin. The patient was discharged from the hospital after 8 days.